Event description:
Valve was thawed according to protocol and implanted (root replacement technique). After being exposed to system pressure, the valve disintegrated. Surgeon removed homograft and implanted a mechanical valve.